Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would not remain powered on. The customer advised that their device would power off by itself after a few second after it was powered on. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The initial medwatch report indicates: initial reporter facility: (B)(6). The initial medwatch report should indicate: initial reporter facility: (B)(6).

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would not remain powered on. The customer advised that their device would power off by itself after a few second after it was powered on. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device powered off prematurely without a power off indicated in the record. Physio observed that the battery pcb contacts did not have any grease on them. The customer did not return their battery with the device. The use of an old battery without grease on the contacts can potentially cause disruptions between the battery and the battery pcb, leading to unexpected loss of power. It is likely that the cause of the reported issue was due to the use of a battery without grease on the contacts; however a conclusive determination could not be made. The customer was sent a replacement device.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would not remain powered on. The customer advised that their device would power off by itself after a few second after it was powered on. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. There was no patient use associated with this event.